Event description:
(B)(6) 2022 mpxr 951643 (hcp, rep): information was received from an hcp and manufacturing representative (rep) regarding a patient. The hcp reported an infection and antibiotics were required. According to the patient, she started on antibiotics earlier this weekend she still continues to have drainage at her incision. Physician has elected to remove the device and is scheduling to do so tomorrow.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.